Event description:
During a transforaminal lumbar interbody fusion procedure, the distal articulating tip of the pituitary rongeur fractured off. The piece was retrieved and was not retained in the patient. No further patient or procedure impact was reported. No additional information was provided.

Manufacturer narrative:
No device was returned for evaluation and no photographs were provided for review. Additionally, no operative notes and/or radiograph images were provided for review of usage/technique. Based on the information obtained, the complaint was unable to be confirmed and a definitive cause of the pituitary rongeur tip fracture cannot be determined; however, based on previous investigations for similar events, pituitary rongeur tip fracture can occur when off-axis excessive force and/or excessive twisting motions are placed on the device during use. "...warnings, cautions and precautions: complications to the hospital staff may include, but are not limited to: injury that may result from instrument breakage, slippage, misuse, or mishandling..." "...pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures... The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury..." "...intra-operative warnings: the physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted..."